Event description:
The event involved a tego connector where the customer reported that they were unable to flush an arterial line during dialysis treatment. Damage to silicone on the rim was observed; access port lifting on one side pushed in on the other side. The tego was changed and the issue was resolved. No medication was being used with this product. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, there was no adverse event, no one was harmed as a result of the reported event; there was delay in therapy/treatment.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg 6 mar 2025 investigation summary received one (1) used list# d1000, tego¿ connector, appx 0.05 m as received, there is visible damage to the top seal of the tego, as well as damage on the silicone seal near the locking posts. Complaint of damage to silicone on rim observed; access port lifting on one side, pushed in on other side, unable to flush arterial line can be confirmed. The probable cause of the damage to the silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.